Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). This device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was due to atherosclerotic vascular disease. No further information is available at this time.